Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that tubes are overfilling and has caused erroneous results with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. This occurred on 10 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: material no: 363083, batch no: 9036652. It was reported that the tubes are overfilling that has resulted in erroneous results. Event description per attached email states, "I explain to you, in the normal way, these tubes fill with blood until they reach the line and for these tubes at reference no.: 363083, they fill up with blood until they reach the blue cap. The laboratory that analyzes the blood samples tell me that the results can be distorted because the tubes are not compliant and moreover they emulate very easily the blood." Additional information provided: no tubes were sent to the laboratory. The nurse has to use other tube to not distort the result. So there is no patient with the risk of error.

Manufacturer narrative:
Device evaluated by MFR: a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubes are overfilling and has caused erroneous results with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. This occurred on 10 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: material no: 363083, batch no: 9036652. It was reported that the tubes are overfilling that has resulted in erroneous results. Event description per attached email states, "I explain to you, in the normal way, these tubes fill with blood until they reach the line and for these tubes at reference no .: 363083, they fill up with blood until they reach the blue cap. The laboratory that analyzes the blood samples tell me that the results can be distorted because the tubes are not compliant and moreover they emulate very easily the blood." Additional information provided: no tubes were sent to the laboratory. The nurse has to use other tube to not distort the result. So there is no patient with the risk of error.